Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number unknown at time of report.

Event description:
The customer reported that device does not perform remote alarming. Customer has configured and expected caregroup alarms notification, however, it was reported that the notification was not provided. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.